Event description:
Customer reported that she was trying to prime the infusion set and noticed that the insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with detached end cap. Drive support disk was inspected and no anomaly was noted. Unable to perform prime test due to detached end cap. The insulin pump received with cracked reservoir tube lip.